Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that they had motor error alarm and drive support cap was sticked out in insulin pump. The customer's blood glucose was 600 mg/dl. The product will not be returned for analysis.